Event description:
The manufacturer received information alleging a ventilator was not displaying pressure. There was no harm or injury reported.

Manufacturer narrative:
During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's sensor board will be replaced to address the issue. Device has been evaluated but the components have not been replaced pending customer approval of estimate.